Event description:
It was reported the customer had a defective insulin pump. The customer stated the insulin pump was not reading the customer's blood glucose. The customer stated the insulin pump appeared to be functional, but was not reading their blood glucose. The customer declined to be transferred to the helpline. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.